Event description:
It was reported that the device had a shorter than expected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. Save to disk review: battery voltage data shows battery equal to 2.731 volts on (B)(6) 2012. The battery impedance was equal to 4075 ohms. Ageing timestamp date on (B)(6) 2012 indicated that the device is before recommended replacement time (rrt.)